Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the malfunctioning processor board due to failed component(s), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2011 and is over 13 years old. The platform's archive data was corrupted because of the malfunctioning processor board, but the data was still readable. The archive data showed the occurrence of system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software during the device evaluation. However, investigation revealed that the cause of the system error was the processor board failure, which must be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).